Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 0.5 mg/ml, 30.0 mg/ml and doses of 0.32515 mg/day, 19.509 mg/day via an implantable pump. The indication for use was cancer chemotherapy and prostate. It was reported the patient's pump was interrogated and a review of the logs revealed two pump motor stalls occurred and recovered secondary to MRI on (B)(6) 2016. The first pump motor stall occurred at 10:47 with recovery at 15:48. The second motor stall occurred at 12:18 with recovery at 16:19. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.